Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 73 hours of extended tests at the customer¿s settings. The ventilator passed all tidal volume tests from the ltv final test without any unusual alarms. The ventilator also passed general checkout. Internal inspection of the ventilator did not reveal any abnormalities.

Event description:
It was reported to carefusion that the unit had low pressure and was not delivering any breathes. The customer also reported that there was no patient or user harm associated with this complaint.